Event description:
Pt underwent cataract surgery in 2000, and implantation of a starr model aq2010v intraocular lens. The lens was inserted into the eye and fell into the vitreous as a result of a capsule tear. Subsequently a vitrectomy was performed and there was no pt injury. The pt is doing well.